Event description:
Pt had the pulse oximeter sensor on the index finger of the right hand. During exam he stated that it felt like it was burning. Tech took the sensor off. At the end of the MRI exam pt had a blister on the right index finger. Pt is short and large, just barely fit in another MFR's MRI. Sent pulse oximeter to MFR for qa on machine.